Event description:
(B)(6) clinical study. It was reported that a left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel. Balloon valvuloplasty was not performed. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 2.57 cm2, mean aortic pressure gradient of 12 mm hg, ejection fraction of 68% and mild aortic regurgitation was noted. One day post index procedure, the subject was developed new lbbb. No action was taken to treat the event. At the time of reporting the event was considered recovering.

Manufacturer narrative:
Patient ID corrected from (B)(6).

Event description:
Reprise IV clinical study. It was reported that a left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel. Balloon valvuloplasty was not performed. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 2.57 cm2, mean aortic pressure gradient of 12 mm hg, ejection fraction of 68% and mild aortic regurgitation was noted. One day post index procedure, the subject was developed new lbbb. No action was taken to treat the event. The subject was discharged on aspirin and clopidogrel. It was further reported that valve thrombosis and moderate aortic regurgitation occurred. Thirty five (35) days post index procedure, the subject presented to the hospital for protocol scheduled 30- day follow up visit. 4d computerized tomography (CT) imaging revealed well seated bioprosthetic valve with evidence of hypoattenuation of the non-coronary leaflet which likely per source, represents thrombus. It involves at least 50-75% of the valve leaflet. No thrombus within the left atrial appendage was seen. Transthoracic echocardiogram performed on the same day revealed moderate aortic regurgitation. The subject was started on warfarin. Two (2) days later, the subject was asked to discontinue aspirin and continue plavix with the addition of coumadin and an prothrombin time goal of 2-3 post physicians consultation. Per source, the subject had never taken anticoagulation in the past. At the time of reporting was considered to be recovering. It was further reported that: two (2) days post index procedure the subject developed transient second degree av block no action was taken to treat the event. The subject was sent home with a 30 day cardiac holter monitor. The event was considered resolved. At the time of reporting event, the lbbb was considered recovering. Thirty three (33) days post index procedure, the subject presented for the 30 day protocol specified follow-up visit. Electrocardiogram (ECG) performed revealed first degree av block. No diagnostic test was performed and no action was taken to treat the event at the time of reporting.

Event description:
Reprise IV clinical study. It was reported that a left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel. Balloon valvuloplasty was not performed. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 2.57 cm2, mean aortic pressure gradient of 12 mm hg, ejection fraction of 68% and mild aortic regurgitation was noted. One day post index procedure, the subject was developed new lbbb. No action was taken to treat the event.the subject was discharged on aspirin and clopidogrel. It was further reported that valve thrombosis and moderate aortic regurgitation occurred. Thirty five (35) days post index procedure, the subject presented to the hospital for protocol scheduled 30- day follow up visit. 4d computerized tomography (CT) imaging revealed well seated bioprosthetic valve with evidence of hypoattenuation of the non-coronary leaflet which likely per source, represents thrombus. It involves at least 50-75% of the valve leaflet. No thrombus within the left atrial appendage was seen. Transthoracic echocardiogram performed on the same day revealed moderate aortic regurgitation. The subject was started on warfarin. Two (2) days later, the subject was asked to discontinue aspirin and continue plavix with the addition of coumadin and an prothrombin time goal of 2-3 post physicians consultation. Per source, the subject had never taken anticoagulation in the past. At the time of reporting was considered to be recovering. It was further reported that: two (2) days post index procedure the subject developed transient second degree av block no action was taken to treat the event. The subject was sent home with a 30 day cardiac holter monitor. The event was considered resolved. At the time of reporting event,the lbbb was considered recovering. Thirty three (33) days post index procedure, the subject presented for the 30 day protocol specified follow-up visit. Electrocardiogram (ECG) performed revealed first degree av block. No diagnostic test was performed and no action was taken to treat the event at the time of reporting. It was further reported that: one day post index procedure, the subject developed had also developed, transient second degree av block. The lbbb was treated with medication. The subject was sent home with a 30 day cardiac holter monitor.

Event description:
Reprise IV clinical study. It was reported that a left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel. Balloon valvuloplasty was not performed. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 2.57 cm2, mean aortic pressure gradient of 12 mm hg, ejection fraction of 68% and mild aortic regurgitation was noted. One day post index procedure, the subject was developed new lbbb. No action was taken to treat the event.the subject was discharged on aspirin and clopidogrel. It was further reported that valve thrombosis and moderate aortic regurgitation occurred. Thirty five (35) days post index procedure, the subject presented to the hospital for protocol scheduled 30- day follow up visit. 4d computerized tomography (CT) imaging revealed well seated bioprosthetic valve with evidence of hypoattenuation of the non-coronary leaflet which likely per source, represents thrombus. It involves at least 50-75% of the valve leaflet. No thrombus within the left atrial appendage was seen. Transthoracic echocardiogram performed on the same day revealed moderate aortic regurgitation. The subject was started on warfarin. Two (2) days later, the subject was asked to discontinue aspirin and continue plavix with the addition of coumadin and an prothrombin time goal of 2-3 post physicians consultation. Per source, the subject had never taken anticoagulation in the past. At the time of reporting was considered to be recovering.